Manufacturer narrative:
This device has 2 premarket approvals and due to spacing limitations on field g4 they are k193473 and k210608. Patient initial reporter email not available. Email not given when initial requested on gmdt paperwork, patient decided not to give email to bsc.

Event description:
It was reported that the new patient mobile monitor (pmm) was received by the patient, and pairing was released again. The magnet attachment process was walked through, and setup was attempted but remained incomplete, resulting in disabled monitoring due possible device issue. The patient received education on the insertable cardiac monitor battery life and was referred to the clinic for further evaluation. The icm remains in service, and no adverse patient effects were reported. Additional information requested about the battery life, and the case was referred to the clinic for further evaluation. However, the information could not be provided due to unavailability from the customer/account.